Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) and the rest of the system was removed due to an infection. There were no reports of device issues or allegations. There were no further complications reported or anticipated.